Manufacturer narrative:
Follow-up 1: supplemental report (10/22/10). This medical surveillance specialist (mss) spoke with the patient on (B)(6), 2010 and obtained the following information. The patient reported that on the morning of (B)(6), 2010, prior to when the alleged error message began to appear, she woke up feeling sweaty. The patient stated she has been experiencing this symptom for several months and did not associate it with a low or high blood glucose. The patient claimed that the symptom may be a side effect of a thyroid medication she is taking. The patient reported that she continued to take her usual dose of oral medication despite the alleged issue and denied receiving any form of medical treatment. Based on the additional information obtained, this complaint is being ruled-out as a reportable event due to the following conclusion: there is no indication that the product caused or contributed to an adverse event. The patient's symptoms started before the reported issue first occurred. In addition, there is no indication that the patient's symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred.

Event description:
On (B)(6), 2010, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was prompting the "error 5" message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on the morning of (B)(6), 2010 at an unspecified time. The patient claimed she manages her diabetes with pills and diet/exercise. At the time of the alleged issue, the patient stated she did not take any action regarding her diabetes management routine. The patient indicated 10 minutes after the alleged issue began, the patient became sweaty. The patient however denied receiving medical treatment at the time of the alleged issue. At the time of troubleshooting, the cca determined the patient had been applying blood on the surface of the test strip. The alleged issue was resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k) # is k053529.